Event description:
It was reported that this right atrial lead exhibited undersensing on the right atrial channel. Due to this, brady pacing was inappropriately delivered during the stared ventricular episode. Reprogramming of the device was discussed. This device remains in service. No further adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).